Manufacturer narrative:
The product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There are no other complaints in the lot. (B)(4).

Event description:
A facility representative reported that an intraocular lens became broken after it was loaded, but prior to having patient contact. Additional information was requested.